Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, universal side manipulator (usm) arm 2 installed with a fenestrated bipolar forceps instrument allegedly drifted down. The customer received phone assistance from the technical support engineer (tse). Customer stated that the issue occurred when the surgeon relaxed their hand to open the jaws, while the hospital staff was removing the instrument. There were no faults or error messages on the display screen when the issue happened. Tse reviewed the logs but found no related issue. Tse recommended a hard power cycle on the system when clinically possible. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no further issues with the system. No further information has been provided at this time.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The system was evaluated, and no issue was confirmed. The patient side cart and surgeon side console operated without issue. No recalibration or part replacement was required. System tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.